Event description:
Multiple ER visits. I am a breast cancer survivor. After my mastectomy I decided to pursue the possibility of reconstruction. I went to a plastic surgeon who explained my options. I inquired about breast implants and asked very detailed questions as I knew they had been taken off of the market years ago due to some serious health issues from women who had them. The dr assured me that they were no longer dangerous, that the MFR had taken care of any concerns and had improved implants. He gave me some literature from mentor and I will guarantee you neither of the mentor booklets mentioned all of the possible side effects that you now admit are possible. I was determined to make an informed decision but because the MFR (mentor) and you (the FDA) were not completely honest with us (the consumers), I experienced a debilitating living hell. I had multiple symptoms some of which resulted in ER visits; 27 symptoms total that refer to breast implant illness. Severe migraines, heart palpitations, brain fog, burning pain in my chest that often radiated to my armpits and upper arms (the only relief I got was to place ice packs on my chest which reduced the burning sensation) shortness of breath, fatigue, severe tingling in my arms and shoulders, lymphedema, high levels of heavy metals and many other symptoms. I missed many events with friends and family over a number of years including 3 family funerals. I was devastated and still am about those funerals I had to miss. Friends and family learned to accept my last min cancellations as I often couldn't keep plans due to the major issues I was having. I was unable to drive alone because I would have reoccurring dizziness, bouts of fatigue or unexpected migraines. I had one "event" at an airport in (B)(6) which resulted in my not traveling alone again. I am a retired educator and had hoped to work part time to supplement my pension but unfortunately I was unable to commit to a schedule as I never knew which symptoms were going to be flaring at any given time. My drs were perplexed. I had many tests run and nothing stood out to indicate a reason for my symptoms. No root cause could be found. I ended up with a cardiologist who also had no answers for my heart issues. He ran every test and found nothing. I became depressed and frustrated. I knew I was sick and unable to function normally. This has been debilitating and cost me the quality of my life for so many years and plenty of money. I discovered breast implant illness last fall. I remember the first post that I read about and thinking how I could have written it myself. That's how I knew I was on to something. After much investigation, I made the decision to explant. I had to pay all expenses out of pocket. I had explant surgery in early (B)(6) this year. I woke up and every single symptom was either gone or much reduced. Every single one. Five ribs had to be scraped as my implants had adhered to my rib cage. No wonder I had shortness of breath. You have no idea how it feels to have my life back. You have no idea the hell I've been through. This all could have been avoided if you and mentor had been upfront and completely honest about these implants. I had already battled cancer. I would never have put myself through this profanity. You need to be held accountable for what you've done. You are supposed to be trusted but believe me you've completely lost my trust. At the very least all the costs for my explant journey should be repaid to me. Thousands of dollars, because you lied about the safety. FDA safety report ids# (B)(4).